Event description:
At the follow-up, a reduction of ventricular and atrial sensing was observed leading to loss of ventricular capture. The physician decided to take a chest x-ray which revealed the dislodgement of the rv lead. The patient was hospitalized and the lead was explanted after an unsuccessful repositioning. The exposure mechanism of the screw was found to no longer be functional.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the reported dislodgement. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The fixation helix could be properly deployed and retracted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.